Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the white material/contamination within the air and water channel could not be identified. However, it¿s likely the cause is related to reprocessing being conducted improperly by the user. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: -the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. -the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the evis lucera elite colonovideoscope for maintenance. Upon inspection and testing of the returned device, it was observed that there was contamination evident in the air and water channel. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluation found: a white contamination was evident within the air and water channel. The light cover glasses were chipped and scratched, and the adhesive was worn. Then optical cover glass adhesive was worn. The distal end adhesive was worn. The light guide tube had minor delamination. The distal end adhesive leaked. The control body aspiration housing colored ring was worn. The control body air/water housing colored ring was worn. The suction connector had water leakage. The rear adhesive glue was leaking. The electrical safety test failed as it not to specification. The automated air leak test failed as there was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.